Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 50 mg/dl (aviva) and 90s-range mg/dl (advantage). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This medwatch is for the aviva system. Reference medwatch with (B)(6) for the advantage system.